Event description:
I have used "complete moisture plus" for several years - a week before I heard on tv, the problems concerning it. I went to the dr with an infection in my right eye. I used a contact in that eye only approximately one week later, I went to the eye institute for the continuing infection. Dose or amount: daily cleaning. Dates of use: approximately 8 years. Diagnosis: contact cleaning. Event abated after use: yes.